Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0s8ed, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional via the manufacturer representative reported the patient had a symptom return shortly after enduring a fall. It was stated the device was interrogated in the office, and impedances were out of range. However, upon interrogation by the manufacturer representative in pre-op, impedances were checked multiple times at varying outputs and impedances all showed normal. It was noted the patient had to increase stimulation quite a bit after the fall in order to get stimulation. However, even upon turning up to amplitude of 4.0, they couldn't get the same symptoms relief they had achieved prior to the fall. The patient had a full system explant, and the devices were returned for analysis. It was noted the issue was resolved at the time of the report. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the stimulator (s/n (B)(4)) found no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.